Event description:
Patient was noted to have a low glucose upon obtaining istat (28). D10w bolus given and septic workup initiated (for other reasons). After septic workup completed, another istat obtained with low glucose (30). Rn was suspicious of IV line, traced tpn [total parenteral nutrition] to the syringe filter that was connected the manifold. Tpn was noticed to be loose from the syringe filter and leaking into bedding. Provider's notified of discovery. Patient glucose improved following fixing connection.